Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call high blood glucose levels and no delivery alarm on the insulin pump. Customer's blood glucose level was 480 mg/dl. Customer treated their high blood glucose via insulin pump. Customer's parent declined to troubleshoot for the no delivery alarm and high blood glucose levels.